Manufacturer narrative:
Batch review performed on 20-mar-2024: lot 2116910: (B)(4) items manufactured and released on 24-jan-2022. Expiration date: 2027-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 1 month after primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the insert (10 to 20 mm) and also decided to resurface the patient's natural patella. The surgery was completed successfully.